Event description:
It was reported that during a lap nephrectomy procedure, torn gasket. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.